Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Pt reported that when they charge the controller from the ac power supply, the "stimulation shuts off" and they feel more pain. Pt explained that the stimulation is on, but the level of stimulation is set to 0. Pt noted the issue occurs 1 out of 5 times when they charge the controller from the ac power supply. Pt reported that when they were driving home about a month and a half ago, they didn't have the controller w/ them, and felt their back hurt. Pt reported they got home and saw that the stimulation was turned off. Pt stated the hcp's office thought they turned the stimulation off by accident. Pt confirmed the ins was set to 50%, and had been off for half a day. Pt stated they have group a and b available, and will notice the stimulation either turning off or going down to 0 w/ both groups. Pt stated all of these issues occurred in 2021 (year valid). Pt noted they were currently on group a, w/ programs 1 and 2 available to adjust. Pt stated adaptive stimulation (as) is turned on and they want as enabled. Pt checked the upright position and verified programs 1 and 2 were set to 4.0ma. Pt also checked the mobile position and verified programs 1 and 2 were set to 4.0ma. Reviewed capabilities of the controller, how to set stimulation w/ as, track therapy shutting off in a diary, and to follow-up w/ someone in person to do in-person troubleshooting. The issue was not resolved. The patient was redirected to their health care professional.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient indicated they spoke with hcp on the phone and will see them in office in december. Patient is monitoring stimulation and will log any problem into my choice.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that none of the patient's adaptive stim was set to an intensity of 0. The patient had called and set up an appointment with their physician.